Event description:
A ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, a failure of the device's lcd display was observed. The device's lcd display and inverter pca were replaced to address the issue.